Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, a new cartridge was filled and loaded but a cartridge detection notification occurred during the load sequence. The cartridge was reloaded to address the issue. Customer¿s blood glucose was 128mg/dl.